Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant procedure preparation prior to placement of this pacemaker and right ventricular (rv) lead, the patient coded after receiving a large amount of anethesia. The pacemaker became contaminated, was not used and was discarded. Another pacemaker was implanted. No additional adverse patient effects were reported.